Manufacturer narrative:
The lead was returned in two pieces. External insulation abrasions were found at 9.4-10.1cm and 9.6-9.8cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations. Internal insulation abrasions were found at 26.4-27.7cm, 28.0-28.9, 30.1-31.1cm, 31.3-32.4cm, and 38.5-38.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the lead was explanted and replaced due to high hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.